Manufacturer narrative:
The reporting office noted that this patient is a known bruxer who routinely wears through retainers worn for orthodontic purposes. The reporter indicated that perhaps as early as the (B)(6) 2014 office visit, open margins were noted. Based on the available information, it is not clear what role, if any, the lava ultimate restoration may have had in the reported endodontic treatment. Other factors, such as prior tooth history, bruxism and dental care, may have had a role in the outcome.

Event description:
On (B)(6) 2016, a dental professional reported a case of a patient who required endodontic treatment. This patient (male, age not specified) received a lava ultimate cad/cam restorative for e4d crown restoration on tooth #15 on (B)(6) 2014. On (B)(6) 2014, the patient reported pain; based on information provided to 3m, no treatment was provided at that time. In (B)(6) 2015, the patient was referred for endodontic treatment. Endodontic treatment was actually performed on (B)(6) 2015.